Event description:
The patient was successfully treated with a valiant 3636100. No additional clinical sequelae were reported and the patient is fine.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. It was reported that the stent graft has migrated approximately 3.5 cm resulting in a proximal type I endoleak. The cause of the migration is unknown; however there was thrombus in the neck. The patient is scheduled for treatment. The physician is thinking about treating with an endurant cuff or an aui. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: stent graft migration, endoleak. Thrombus in the neck. Conclusion: stent graft migration, endoleak. Thrombus in the neck.